Manufacturer narrative:
Updated: update: d8, d9, h3, h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The device was evaluated and no abnormalities were found that could have led to the positive culture. Additionally, the following non-reportable malfunctions were found during the device evaluation: light guide rod lens (2x) cracked, distal end cover scratch. Bending section adhesive separated, connecting tube wrinkle 10mm from glue, connecting tube protector shaved, grip unit scratched, forceps mouthpiece defect, angulation play less than specified value, charged-coupled device grainy image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the air/water and balloon channels using the cleaning adapter accessories. During manual cleaning, a passing leak test was performed and the detergent used was enzymex by franklab and enziqure by one life. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The distal end was brushed with the channel opening brush and flushed with the distal end flushing adapter. An unspecified automated endoscope reprocessor (aer) was used with cantel intercept plus detergent and rapicide pa disinfectant. The concentration and expiration date of the disinfectant was controlled. There were no reported defects with the aer and all channels were connected with tubes when setting up the device in the aer. The water quality was controlled by water filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected <1 colony forming units (cfu) of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 70 colony forming units (cfus) of pseudomonas aeruginosa serotype p10 in the suction channel, 2 cfu of pseudomonas aeruginosa serotype p10 in the biopsy channel, and <1 cfu of microorganisms in the air/water channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.